Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the al326 clip applier failed to fire properly. The clip would not advance properly out of the jaws. There was no consequence to the pt.